Manufacturer narrative:
A review of the photos confirm the shaken waveform during peep. The customer provide a picture of both old and new umbrella valves. At this time, the suspect component has not been received for evaluation. However, the issue will be internally investigated within vyaire.

Event description:
The customer reported that a vela ventilator which just received the yearly maintenance service has shaken wave form in the positive end-expiratory pressure (peep) section. The customer reported the yearly maintenance service includes replacement from the preventative maintenance (pm) kit. The customer determined the most likely cause of the issue is the umbrella valve component. The customer reported taking an older umbrella valve from an older vela ventilator, installing it, and it immediately solved the shaken valve problem. The customer reported there is a difference between umbrella valves included in the pm kit and in the older vela ventilator. The issue occurred during patient-use. The customer reported there is no patient consequence associated with the event.